Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, experienced abdominal pain, fluid retention, and subsequently passed away due to an unreported cause. Five days prior to the receipt of the report, the pt was hospitalized for the events of abdominal pain and fluid retention. Treatment was not reported for these symptoms. It was confirmed that the pt did not have an event of peritonitis. During hospitalization, pd therapy was ongoing with pd4 ultrabag only for capd (continuous ambulatory pd). On an unreported date, the pt did recover from these events, however, remained hospitalized due to ¿other issues¿ (not specified). Subsequently, the pt passed away. The cause of death was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The pneumatic system was tested and found to be functioning properly. The testing revealed no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.